Event description:
Goodman compaint #: (B)(4). Used for lad. There were no problems with the setup, and pullback was performed after enable and calibration was completed. During pullback, the acquired images rotated around and around, and unclear images appeared in the lumen profile, and the calibration was off. During advance, a strange noise was heard from the pim side, so the catheter was checked. The fiber seemed to be fine, the lens position was further away from the proximal side than usual, and we tried to remove the catheter from the pin, however, it could not remove the hub from the pim, so it rebooted the console and removed the catheter.

Manufacturer narrative:
During lad imaging the pullback produced unclear images. A noise was heard after the pullback during readvancement, and the catheter could not be removed until the console was powered down. Returned catheter had two significant kinks at 95 and 160 mm. It connected and calibrated, but the fiber broke during automated pullback. Excessive friction from the kinks caused pim jaw disengagement. Complaint confirmed; addressed under CAPA c23-009.